Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type: recharger; product ID 37761, serial# unknown, product type: recharger; product ID 3387s-40, lot# v113842, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v106048, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A consumer care taker reported that the patient had cerebral palsy and dystonia. The patient was in the wheelchair. The caretaker was trying to help the patient communicate. A broken connector pin on the desktop charger was noted. The patient reported that her whole recharging system was not working and she was not able to charge but she used it all the time. The patient did not have the patient programmer on the day of report. The patient was not able to explain what the problem was. The caretaker used patient's equipment on the call, he plugged into the desktop charger but he was not able to insert the connector pin. He reported it did not fit into the insr (implantable neurostimulator recharger). It was indicated that the patient had speech impairment and was very difficult to understand. It was further reported that the ins (implantable neurostimulator) had been depleted since (B)(6) 2014. No patient symptoms or harm were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.